Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error occurred. As well, as that an o-ring was on the pneumatic tap. Customer¿s blood glucose level was 130-200 mg/dl. The customer reverted to an alternate method of insulin therapy.